Event description:
The customer reported that imprecise thyroid stimulating hormone (tsh) results, within the normal reference range for the assay, were generated from an unicel dxi800 access immunoassay system for one patient sample. This imprecision was noted by the customer upon retrospective review of sample testing after troubleshooting an assay quality control failure of greater than two standard deviations from mean. Beckman coulter inc. Assessment of customer supplied data indicated that the initial tsh result was within the normal reference range of the assay. Upon repeat on another instrument, the repeat results were lower, still within the normal reference range of the assay, but collectively exceeded the precision claims of the assay. The initial tsh result was released from the laboratory however there was no report of death, serious injury or modification to patient treatment associated or attributed to this event. A corrected report was issued. The sample was collected in a lithium heparin tube with gel separators and was tested within two hours from collection. The sample was centrifuged at room temperature prior to testing. A subsequent second, same patient sample was assessed and its results were neither erroneous nor imprecise. The tsh reagent and calibrator lots associated with this event were 120137 and 114767 respectively. No specific patient information was provided by the customer. Pre-analytical sample handling issues were discussed with this customer. No other patient results were in question as part of this event.

Manufacturer narrative:
Service was not dispatched to the site for this event. Beckman coulter assessment of customer supplied instrument/assay performance data indicated that there were quality control (qc) failures on the day of the event. The calibration and system check performed prior to, and on the day of, the event date respectively generated acceptable results. A definitive cause has not been determined to date for this event with the data provided.